Event description:
A physician reported that while treating a pt on 4 december 1998, the adg needle popped off when pressure was applied to the plunger. The collagen material splattered onto the pt and physician. Neither the pt nor any medical staff were injured; no medical or surgical intervention was required.